Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd panel phoenix nmic/ID-307 there was a misidentification obtained. Patient received antibiotics for shigelle, not e.coli. The following information was provided by the initial reporter: it was reported by the customer that mis-ID with use of nmic/ID 307 lot 2039319. Phoenix panels ID of organism = shigella sp. Alternative test methods resulted organism ID as e.coli.

Event description:
It was reported that during use with bd panel phoenix nmic/ID-307 there was a misidentification obtained. Patient received antibiotics for shigelle, not e.coli. The following information was provided by the initial reporter: it was reported by the customer that mis-ID with use of nmic/ID 307 lot 2039319. Phoenix panels ID of organism = shigella sp. Alternative test methods resulted organism ID as e.coli.

Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for mis ID of e. Coli as shigella boydii or flexneri when using phoenix panel nmic/ID-307 (449289) batch number 2039319. To investigate, five (5) customer returned panels from complaint batch 2039319 were tested using customer returned isolate e. Coli (enf 22462/7453) on a phoenix m50 instrument and evaluated for identification results. All five panels identified incorrectly as shigella flexneri. Therefore, this complaint is confirmed. For further investigation, the customer returned isolate was sent for whole genome sequencing. The isolate was identified as escherichia coli. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. The difficulty in differentiating between shigella species and escherichia coli, both closely related members of the enterobacterales group, is widely known. Although these species are phenotypically very similar, they are epidemiologically different in their presentation of clinical disease. Because of this, many clinical laboratories will incorporate guidance in their standard operating procedures for ruling out misidentification of shigella species and e. Coli by common identification systems by checking colony morphology and indole and motility reactions. If, after assessment of all available information, a clinical lab is unable to confidently report an identification between these two species, the isolate may be sent to a reference laboratory for definitive identification. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 6.0-6.11, indicates the potential risk of a mis-identification was assessed as s4.